Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fibers breaking from the image guide bundle. Cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchofibervideoscope was returned to the service center with a report of blurred vision. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, grainy image was found. There was no patient involvement.